Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(6). Diopter: -15.00/+2.00/x142. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -15.00/+2.00/x142 diopter in patient's left eye (os) on (B)(6) 2015. Low vault was noted and the icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/22. See MFR. #2023829-2015-01432 for right eye.